Manufacturer narrative:
To date the device involved in the reported incident has not been returned for eval. An investigation has been initiated based upon the reported info.

Event description:
An a2101 was reported to have failed during a procedure. The event was described as follows: "while positioning the pt before a surgery the transitional member fell with the horseshoe and the pts head fell out of the base unit. The pt was lying on a horseshoe. The anesthesia doctor said, "the pt was in danger. Another base unit was used. Customer says, that ball closing system in the transitional member is too weak." Additional info received on (B)(6) 2012, was as follows: "the pt was in a supine position for a craniotomy. It is indicated that the locking handle is being opened to allow repositioning. Repositioning is being made very small and it was accomplished by unlocking all the knobs (including the torques knobs of the swivel adaptor (both) along with the locking handle. The part that loosened was only opened the lever to make a small movement to the side. With the knobs and handle loosened, it is just the head and skull clamp moved to a new position with the other equipment following along; one held the head with the horse shoe and one was moving the locking handle casting. This was the point the transitional member lost the connection to the base unit." No one was pushing on the transitional member/swivel adaptor as it is being directed to a new position." The locking handle casting was sliding easily on the horizontal connector tube.